Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose reading was 290 mg/dl to 400 mg/dl and went up after a bolus attempt. Troubleshooting found that the drive support cap was normal but customer declined to check their settings. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. The customer was advised to try a shorter cannula to prevent any further issues.